Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to initially state the patient reported the ins never worked properly and the system was scheduled to be removed (B)(6) 2022. The patient mentioned they were told that the "barbs" may be left implanted. The patient did not have their external devices with them to access MRI mode. The caller then clarified the patient said the system worked but two months ago, they decided to turn it off since "it didn't help [them]." The caller was not with the patient. Using external devices to put the system into MRI mode for a scan was reviewed, as well as that if a scan did not occur prior to explant, then the healthcare provider must remove the entire system, otherwise, if fragments remained implanted, the manufacturer would not be able to speak to MRI compatibility. It was reviewed that it was up to the healthcare provider's discretion, but if there were concerns they would not be able to remove the entire system, the patient would likely have better MRI eligibility if the full system remained implanted versus if most of the system was removed but fragments remained implanted. The following day it was reported the patient's communicator was low battery and they could not "put into MRI mode."

Manufacturer narrative:
Correction: added imf: f1903. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to initially state the patient reported the ins never worked properly and the system was scheduled to be removed (B)(6). 2022. The patient mentioned they were told that the "barbs" may be left implanted. The patient did not have their external devices with them to access MRI mode. The caller then clarified the patient said the system worked but two months ago, they decided to turn it off since "it didn't help [them]." The caller was not with the patient. Using external devices to put the system into MRI mode for a scan was reviewed, as well as that if a scan did not occur prior to explant, then the healthcare provider must remove the entire system, otherwise, if fragments remained implanted, the manufacturer would not be able to speak to MRI compatibility. It was reviewed that it was up to the healthcare provider's discretion, but if there were concerns they would not be able to remove the entire system, the patient would likely have better MRI eligibility if the full system remained implanted versus if most of the system was removed but fragments remained implanted. The following day it was reported the patient's communicator was low battery and they could not "put into MRI mode." (B)(6). 2022 patltr (con): additional information was received from the patient. It was reported that the cause of the event was because the device was moving, hit a nerve, caused unbearable pain and they were hospitalized for 3days in june. The patient stated they still have uti one year after antibiotic treatment. Patient stated that they were told by hcp that the barb/lead tines could break off and remain in their body. No further complications were reported at this time.